Event description:
At 13:59 and was load removed at 12:15:20. Two other sizers were on this load and all three expanded such that they caused the tape to release from the wrap. Tech was removing the wrap to reprocess and noted that the sizer noted above had ruptured. FDA safety report ID# (B)(4).